Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral anterograde approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a 4.5fr non-bsc introducer sheath and non-bsc guide wire crossed the lesion, a 2.5mm coyote balloon catheter was advanced but failed to cross the lesion. The physician then replaced with 6fr non-bsc introducer sheath and delivered a non-bsc guide catheter for back up as well. The coyote balloon catheter was again delivered but still could not cross the lesion. Subsequently, the device was exchanged with a 1.2mmx15mmx142cm coyote (emerge&#10848;balloon catheter. The device was able to cross the lesion but the balloon ruptured upon the first inflation at 2 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.